Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 31cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4) .

Event description:
Reportable based on analysis completed on 10mar2017. It was reported that shaft kink occurred. A 15mm x 3.50mm nc quantum apex¿ balloon catheter was selected for use. Upon taking the device out from the hoop, it was noted that the shaft got kinked. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed hypotube break.